Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment."

Event description:
It was reported that patient underwent a fixation repair procedure on (B)(6) 2014. During the procedure, the suture anchor did not engage and pulled out.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that during an initial ecrb (extensor carpi radialis brevis) procedure on (B)(6) 2014 while using a juggerknot, the suture anchor did not engage and pulled out. No additional holes were made, there was no surgical delay and another juggerknot was used to complete the surgery.